Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. All other measurements were in range. Technical services (ts) recommended further monitoring and reprogramming options. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. All other measurements were in range. Technical services (ts) recommended further monitoring and reprogramming options. No adverse patient effects were reported. This ICD remains in service. Additional information was received, the reprogramming was performed, and the impedance measurements have remained stable. No adverse patient effects were reported. This ICD remains in service.